Event description:
A malfunction alarm was reported with no notable events occurring beforehand. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within a safe range. Technical support assisted the customer in resetting the pump, and there was no recurrence of the malfunction code after the reset. The customer was advised to continue using the pump and to contact technical support if the malfunction code recurs.